Event description:
It was reported that the atrial lead had low impedance with oversensing/undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage and stretching of the lead. Concomitant medical product: addr01 iog, implanted: 2007-(B)(6). (B)(4).